Event description:
It was reported that the insulin pump made a popping sound and no longer turns on despite battery changes. No further information reported.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, minor scratches on lcd window, cracked reservoir tube lip, and cracked battery tube threads. Unable to confirm blank display due to cracked and bleeding lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.